Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4501 meniscal cinch¿ ii batch 15057150 was received for evaluation. Functional testing was performed by moving deploy button #2, which was free to move without issues. It was noted that button #1 doesn't move and is flush in the locked position. Upon visual evaluation, button #1 sits flush in the locked position. No damage to the handle was noted. A use error, specifically an incorrect surgical technique, is the most likely cause of the reported and observed failure. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-4501, meniscal cinch ii, had a second implant which was stuck. This was detected during a meniscus repair procedure on (B)(6) 2024. The first implant was set successfully but the second one was stuck. This occurred on 2 units of ar-4501 in the same procedure. No knot pusher / cutter was used. The procedure was successfully completed with no patient harm and no secondary procedure needed by using a new ar-4501.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.